Manufacturer narrative:
Corrected information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that it was the trocar blade that could not cut and not the probe.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut during cataract and vitrectomy combination surgery. The condition of aspiration and actuation was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. No technical inquiries were received from the customer. One opened trocar assembly, in a small parts tray (smpt), was received for the report. The returned trocar sample had already been discarded. Therefore, the condition of the trocar product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Since the sample associated with the reported product and lot was discarded at the manufacturing site, the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The returned trocar sample was discarded; therefore, specific actions with regard to this complaint cannot be taken. All trocar blades are 100% inspected. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut during cataract and vitrectomy combination surgery. The condition of aspiration and actuation was unknown. The procedure was completed by replacing the product with new one. There was no patient impact. Additional information has been received that the trocar blade could not cut and not the probe.